Event description:
During a routine shift check by a clinician, the device displayed a "poor pad contact" message and failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.